Manufacturer narrative:
The siemens customer service engineer (cse) confirmed the event was not caused due to an instrument malfunction and stated the potential cause was contact from two wires (that the cse disconnected from the fan) crossing paths. It created a spark and made contact with his hand as the instrument was not shut down. The service procedure in the water system for replacement of parts for the fan states that the instrument should first be shut down. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
During a service visit, a siemens customer service engineer (cse) received a shock while working on a customer's dimension vista 1500 instrument. The cse confirmed that the issue was not due to an instrument malfunction. Medical aid was not required and there was no alleged harm due to the use of device. There are no known reports of delay in patient testing or adverse health consequences due to the event.